Manufacturer narrative:
UDI # unknown. (B)(4). A representative sample was received for evaluation. One unopened package of code 8224 (wet pack) was received - lot ab6060u14. The closed suction catheter inside the wet pack is lot m6007t649. The connection of the mating components was checked. The connection of the hyh flex connector to the double swivel elbow male insert (dse) does not display any connection issue. Based on the sample evaluation the failure was not confirmed. The device history record for the lot number, m6018t639, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4). Representative sample received.

Event description:
It was reported that, on the closed suction catheter, the side vent port of the elbow on the catheter seems to appear too small and loose for the ventilator circuit or (hme) heat moisture exchanger or other devices for a tight connection. Medical intervention is provided when the patient loses contact with the ventilator by reattaching the catheters. There was no patient injury reported. No further information has been provided.